Event description:
The customer reported to siemens that they obtained an erroneously elevated enzymatic creatinine_3 (ecre3) patient sample result on an atellica ch 930 analyzer. The erroneously elevated result was not reported to the physician(s). The same sample was reprocessed on the same atellica ch 930 analyzer. The lower reprocessed result obtained was considered correct and reported to the physician(s). Customer stated that the patient discharge was delayed due to the event and confirmed that there was no adverse effect or impact on patient care due to the event. There are no known reports of adverse health consequences due to the erroneously elevated enzymatic creatinine_3 (ecre3) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic creatinine_3 (ecre3) patient sample result obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Manufacturer narrative:
Additional information (06-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Calibration and quality control (qc) recovery were within the customer¿s expected ranges. The instrument data showed no process errors on the analyzer that would indicate a hardware issue, and no issues were identified with the level sense. Aspiration data did not show any abnormalities with the reagent, dilution, and sample arms indicating the reagent and the sample were successfully aspirated and delivered. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00080 was filed on 25-apr-2024.